Event description:
The tip of the catheter broke off inside the patient's disc. The doctor inserted another catheter and was able to finish the procedure. The doctor asked if an MRI could be performed. Informed her the tip had magnetic qualities and could possibly migrate, unless it was fully encapsulated in the disc.

Manufacturer narrative:
Device has not been returned for evaluation therefore, no conclusion could be made for the reported incident.